Event description:
On (B)(6) 2018 boston scientific corporation received a report of extractor pro retrieval balloons where sometimes catheters elongate, and as a result of the elongation, the balloon would not be able to be deflated. It was reported that it has occurred with both extractor pro rx and extractor pro dl balloons. According to the complainant, these balloons were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure. In these cases, the whole device would be withdrawn, and another extractor pro balloon was used to complete the procedure. There were no patient complications reported as a result of the events, and the patients were reported to be stable at the conclusion of the procedures. Boston scientific has been unable obtain additional information and/or specific information regarding the circumstances surrounding these events to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown; however, it was reported the device was not used past its expiry date. Device code relates to problem code for the reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2018 boston scientific corporation received a report of extractor pro retrieval balloons where sometimes catheters elongate, and as a result of the elongation, the balloon would not be able to be deflated. It was reported that it has occurred with both extractor pro rx and extractor pro dl balloons. According to the complainant, these balloons were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure. In these cases, the whole device would be withdrawn, and another extractor pro balloon was used to complete the procedure. There were no patient complications reported as a result of the events, and the patients were reported to be stable at the conclusion of the procedures. Boston scientific has been unable obtain additional information and/or specific information regarding the circumstances surrounding these events to date. Should additional relevant details become available a supplemental report will be submitted.